Manufacturer narrative:
Analysis found that the preamplifier failed the e 1-32 test, the analog front pcb was defective. The customer complaint can be confirmed. The front decal was also worn. The analog pcb and decal had been replaced. The preamplifier had been tested successfully according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the preamplifier was not working. There was no known patient impact reported.

Manufacturer narrative:
The correct aware date for the first submitted regulatory report is august 13, 2018. If information is provided in the future, a supplemental report will be issued.